Event description:
Reporter alleged blood glucose device generated a result outside the reading range of the meter. Customer stated the meter read 622 mg/dl and customer felt high glucose symptoms at the time. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.